Event description:
The tps universal driver was sent for evaluation because, it was running on its own without activation during a procedure. A readily available alternate device was used to complete the procedure with no delay; no adverse event was associated with the device.